Event description:
It was reported that the patient felt their device was moving. Follow up with the clinic indicated that the patient has sent device transmissions since the call. There were no issues indicated with the device and no actions were taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).